Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, peri-implantitis, pain, swelling, inflammation (B)(6) are same patient).